Manufacturer narrative:
Manufacturer reference: (B)(4). Post market vigilance (pmv) led an evaluation of one endo clip* 5mm clip applier opened by the account. During the evaluation it was noted that the middle of the tube shaft was bent. Functional testing found the instrument to cycle without binding. Clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media despite the observed shaft deformation. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality specifications at the time of manufacture. Note, however, that application across another clip or obstruction can cause a malformation of the clip which may result in leakage or damage to the instrument jaw. Squeeze the handle firmly as far as it will go. As the handle is squeezed, the clip is held firmly by the jaw and closes around the tissue. Failure to squeeze the handle as far as it will go can result in clip malformation and possible bleeding or leakage. Replication of the bent shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laparoscopic colectomy procedure the device failed. The clips crossed and it was not possible to close them properly, causing serious problems during the intervention. The procedure was completed with another device. But the patient had bilio-peritoneum and it was necessary to re-operate the patient with the next 48 hours after the intervention.

Manufacturer narrative:
(B)(4). Reference manufacturer report # 9612501-2016-00390 for a endo clip* ii med/lrg 10mm pistol grip used in the same case. (B)(4).

Event description:
According to the reporter: additional information received from the account stated that the operating time was extended by more than thirty minutes.